Event description:
It was reported the pt experiences ineffective stimulation. The pt indicated he has never received effective stimulation. Reprogramming wasn't able to resolve the issue. The pt desires to have his scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.